Event description:
The patient underwent angioplasty and stent placement procedure to treat 90 % stenosis area of the right middle cerebral artery (mca). The balloon was inflated to eight atmospheres for 10 seconds. After the second inflation, imaging showed a small dissection. The dissection was not treated. Then the stent was uneventfully placed across the target lesion. The procedure was successfully completed and cerebral blood flow was improved. Four days post procedure, the patient suffered a cerebral hemorrhage in the mca territory. The hemorrhage resulted in a stroke complicated by hematoma. Antiplatelet therapy was discontinued and the patient was given 10 units of osteocyte and mannitol. Decompressive craniectomy was performed to reduce intracranial pressure due to hematoma. However, subsequently the patient developed a brain herniation and the patient died 6 days post procedure. The physician stated that the cause of the cerebral hemorrhage was cerebral ¿hypoperfusion syndrome after angioplasty and stent placement.¿

Event description:
The patient underwent angioplasty and stent placement procedure to treat 90 % stenosis area of the right middle cerebral artery (mca). The balloon was inflated to eight atmospheres for 10 seconds. After the second inflation, imaging showed a small dissection. The dissection was not treated. Then the stent was uneventfully placed across the target lesion. The procedure was successfully completed and cerebral blood flow was improved. Four days post procedure; the patient suffered a cerebral hemorrhage in the mca territory. The hemorrhage resulted in a stroke complicated by hematoma. Antiplatelet therapy was discontinued and the patient was given 10 units of osteocyte and mannitol. Decompressive craniectomy was performed to reduce intracranial pressure due to hematoma. However, subsequently the patient developed a brain herniation and the patient died 6 days post procedure. The physician stated that the cause of the cerebral hemorrhage was cerebral ¿hypoperfusion syndrome after angioplasty and stent placement¿.

Manufacturer narrative:
The device was not available to the manufacture.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death, vessel dissection, hemorrhage, stroke, hematoma and brain herniation are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.